Manufacturer narrative:
Device not returned.

Event description:
It was reported that the patient has expired after implant duration of zero days, due to cardiogenic shock. Information learned from implant patient registry and from the surgeon's follow up response.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. Through follow up with the health care provider (through fax), the operative report was received. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.